Event description:
Reportedly, the subject pacemaker was explanted on 15 may 2019 because of early recommended replacement time (rrt). Preliminary analysis revealed that, based on available data, normal battery depletion occurred (according to hrs guidelines).

Manufacturer narrative:
D6 (implantation date) corrected.

Event description:
Reportedly, the subject pacemaker was explanted on (B)(6) 2019 because of early recommended replacement time (rrt). Preliminary analysis revealed that, based on available data, normal battery depletion occurred (according to hrs guidelines).

Event description:
Reportedly, the subject pacemaker was explanted on (B)(6) 2019 because of early recommended replacement time (rrt). Preliminary analysis revealed that, based on available data, normal battery depletion occurred (according to hrs guidelines).